Event description:
The crew was performing a shift test of the device. According to the reporter, when the operator pressed the on button, the device would not completely power up. The reporter stated that after approximately 3 attempts, the operator smelled a burning odor. The device was pulled from service.